Manufacturer narrative:
(B)(4). D10: 28mm i.d. 38mm o.d. Size c bearing, #item 110031009, #lot, 65942436 g7 dual mobility liner 38mm c., #item 110024461, #lot 65991830. Therapy date: (B)(6) 2026. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 3 years post implantation the head was found dissociated from the bearing, the patient also suffered a stroke and began experiencing weakness on the left side of the body. Subsequently followed by multiple dislocations. Attempts have been made and no further information has been provided.